Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the user interrupting the device's scheduled software installation. The user failed to follow the software upgrade installation instructions in the device's operating instructions. The device was archived by stryker.

Event description:
The customer contacted stryker to report their device resets when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device resets when the lid is opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The customer has received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.